Event description:
Damaged catheter was found. The indwelling period was 36 days. A slit was found on the catheter located between the surecuff and the vessel insertion site. The slit was found through subcutaneous leak during infusion.

Manufacturer narrative:
This complaint is confirmed and should be recorded as user related. A split in the intermediate tubing has been identified just distal to the intermediate tubing. The slit found on the tubing contains characteristics associated with burst trauma secondary to over-pressurization. It appears infusion pressures have exceeded the burst strength of the catheter tubing. This may be a user maintenance issue. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.